Manufacturer narrative:
The magnesium gen.2 lot number is 82270001 and the expiration date is 31-may-2026. A field service engineer (fse) determined that there was worn tubing. The fse replaced the tubing on the rinse mechanism and performed fluidic checks, and a hardware check by test performance and magnesium precision. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable magnesium gen.2 results from the cobas 8000 c702 module. Results were provided for 2 samples. Sample 1 initial result was 2.18 mg/dl, and the repeat result was 6.37 mg/dl. Sample 2 initial result was 1.39 mg/dl, and the repeat result was 4.99 mg/dl.